Manufacturer narrative:
A quality complaint investigation was performed. One unused 1.u 7.0mm. Cat #: mm61110070 endotracheal tube with work order #: (B)(4) was received in an opened preprinted blister pack. Endotracheal tube with frosty balloon filtered with pp connector of corresponding size and marked a per unomedical specification. Product fitted with pvc bullet valve with pilot balloon printed with size identification and work order (B)(4). Product was carefully examined. Insertion depth of the inflation tube from the pilot balloon assembly into the inflation lumen of the main tube when measured is 6mm. Attempt to inflate the balloon with air via a luer tip syringe inserted into the valve was rather difficult as air tends to retain inside the pilot balloon and travel slowly into the balloon. Deflation was also very slow and difficult. Similar restriction was felt where additional pressure is required when the test was repeated with colored water to determine slow inflation. Restriction at the inflation tube aperture inside the inflation lumen was observed. The affected area was cut and examined. It was observed that the tip end of the inflation tube appeared to be narrow and therefore restrict/allow the air or color water flow effectively. An analysis on the returned sample provided was tested and did not perform to our requirement. Air did not enter to the cuff smoothly was due to restriction found in the inflation lumen where the tip end of the inflation tube was found to be narrow which leads to small channel for air or color water to flow effectively. An internal non-conformance will be created as part of the record to address the confirmed case. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Add'l info was received. Returned product was received at the mfg site on 06/11/2015. Evaluation is still in progress. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.

Event description:
It was rpeorted the endotracheal tube cuff was difficult to inflate during pretesting. The medical staff unsuccessfully attempted to inflate the cuff by injecting 12 cubic centimeters of air. No pt involvement was reported.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l pt/event details have been requested. Should add'l info become available, a follow up report will be submitted. (B)(4).